Event description:
It was reported the patient has a peripheral nervous system implanted in their left thigh. Trouble shooting was done to determine if better coverage could be obtained. The patient reported a stabbing sensation that went down to their knee when they turned the stimulation on. The patient needed coverage of their left thigh. After an impedance test was done on the 0-7 lead, it was found electrodes 0, 3, 5, 6, and 7 had impedances of greater than 40,000 ohms. Despite reprogramming of the 0-7 lead the stabbing sensation continued. Reprogramming of the 8-15 lead was done and the patient reported a burning sensation when the whole lead was ¿lit up¿. Several combinations were attempted which continued to result in the burning and stabbing sensation. Finally, using only a bipole on the middle of the lead, provided better coverage, which relieved some of their typical pain. This programming configuration provided better coverage but the patient still noted less than 50% therapy relief on their left side.

Manufacturer narrative:
Concomitant: product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37712, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).